Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a possible allergic reaction occurred. In (B)(6) 2012, the patient underwent initial percutaneous coronary intervention (pci) in a private clinic. Vascular access was obtained via the right femoral artery. The 90% stenosed, 13x~3.5mm, concentric, de novo target lesion was located in the non-tortuous and mildly calcified ostium of the right coronary artery (rca). A 7f fr4 mach 1 guide catheter was placed. After a 0.014 non-bsc guidewire was advanced to cross the lesion, predilation was performed with a 2.5x15mm non-bsc balloon catheter. Subsequently, a 3.50x16mm promus element drug eluting stent was implanted to treat the lesion. The procedure was completed with this device. No patient complications were reported and the patient's status was stable. However, two weeks after, the patient developed angina and was admitted for a revision angiography in another private clinic with satisfactory results (patent stent). During the course of the next three years, the patient continuously demonstrated symptoms of angina and dyspnea, resistant to medical treatment such as vasodilators, diuretics, and dual antiplatelet therapy (dapt), leading to multiple hospital admissions. The physician speculated a possible allergic reaction to the implant and will conduct further testing to investigate a possibility of an allergic reaction, no further patient complications were reported and the patient's status is stable.